Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was found to be deployed and not returned. The sdw (stent delivery wire) was found to be kinked/bent upon return. The stent introducer sheath was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent dislodged/migrated could not be confirmed as the issue is patient/procedure related and can¿t be replicated during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the stent delivery wire of the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was also set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. An assignable cause of procedural factors will be assigned to analyzed event of sdw kinked/bent as this complaint appears to be associated with a product that met stryker's design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the as reported code of stent dislodged/migrated as the stent was not returned for device analysis, therefore the reported code was unable to be confirmed.

Event description:
It was reported that during the ica tail stenosis procedure, the physician deployed the stent (subject device) based on the location of the distal bumper of the stent delivery wire. However after deployment the operator couldn't find the stent in the vessel after several attempts. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the ica tail stenosis procedure, the physician deployed the stent (subject device) based on the location of the distal bumper of the stent delivery wire. However after deployment the operator couldn't find the stent in the vessel after several attempts. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.